Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, it was determined that the nurse call will not test verified. Customer requested no repair to device, device will be returned to customer unrepaired.